Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the collimator does not home during boot up and the imaging system was stuck in stand alone mode. The rotor motion controller was stuck at runlevel 3. Motion controller was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect motion controller was received by manufacturer and is under evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system became unresponsive on initializing please wait for 5 minutes. Site rebooted the system but the issue was not resolved. X-ray and mobile view station (mvs) displayed ready status but the motion had a green bar and was not initializing. During troubleshooting, representative disconnected the umbilical cord and rebooted the image acquisition system (ias) but could not resolve the issue. Medtronic representative accessed the system via remote desktop but the axis status was blank and the positioner, gantry were not displayed. The procedure was completed without the use of imaging. There was no reported delay to the procedure. The surgery was rescheduled.

Manufacturer narrative:
Additional information: patient weight now provided. Age also provided. Correction: adverse event selected and serious injury as the procedure was postponed for the fusion part of the surgery. FDA patient codes added as an incision was already made when procedure was reschedule.

Manufacturer narrative:
Correction: upon further follow-up, the medtronic representative reported that surgery was not rescheduled as previously reported on MDR follow-up 1. The surgeon opted to complete the procedure without the use of the navigation system. He did not want to have to bring the patient back for a second surgery so he completed the spinal fusion without navigation. There was no impact on patient outcome and not a serious injury event. Patient codes have been corrected.

Manufacturer narrative:
The rotor motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: (B)(4).